Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2003. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced chronic pelvic pain, chronic vaginal pain, urinary infections, urinary leakage, painful urination, pungent odor with urination, frequency of urination, painful intercourse, severe burning, urgency to urinate, frequency with urination, severe pain, physical pain and discomfort. The patient suffers psychologically, mentally and emotionally, with exacerbated depression and anxiety. No additional information is provided at this time. (B)(4) - dysuria; pungent odor; dyspareunia; discomfort; psychological/mental/emotional suffering.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria.